Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device was heating up. It was reported that the event occurred before use on a patient. This event did not occur during surgery. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was not confirmed since the device was blocked. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the locking components were damaged. It was further determined that there was no warning triangle, in addition, there was a total loss and everything was blocked. It was further determined that the device failed pretest for visual assessment, thimble lock operation, lock operation and cutter insertion. The assignable root cause of the missing warning label was determined to be due to label/ID/packaging illegible, missing issue. If additional information should become available, a supplemental medwatch report will be submitted accordingly.